Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The reportable malfunction in the event description was also confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to a crack on video connector case, water tightness is lost, adhesive on bending section has a discolored area, connecting tube has a dent, video connector case has a scratch, due to damage on channel tube, forceps cannot be inserted smoothly, due to damage on channel tube, channel cleaning brush cannot inserted smoothly, the follwing have a scratch: control unit, switch box, scope cover, grip, lock engagement lever, universal cord, video cable, light guide connector, and video connector. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the visera hysterovideoscope had poor contact of the connector. During inspection and evaluation, scraping of forceps plug cap and a shaved forceps channel port were found. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the instrument port was scraped but the cause could not be specified. Olympus will continue to monitor field performance for this device.